Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of lead, it was noted that there was no capture threshold on the right ventricular (rv) lead. After further assessment in clinic, chest x ray confirmed rv lead dislodgement. Patient was brought to the lab for repositioning of the rv lead. After lead was repositioned, the physician was unable to get the helix to extend. The old rv lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgement and failure to capture. As received, a complete lead was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the helix was partially extended and clogged with blood/tissue. X-ray inspection found the inner coil over-torque at the connector region consistent with procedural damage. After cleaning, the helix was able to be retracted and extended when torque applied directly to the inner coil. The measured full helix extension length was within product specification.